Manufacturer narrative:
Three (3) devices were received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing, including leak testing, clear passage testing, clamp function testing, and integrity testing were performed with no issues noted. The reported condition was not verified on the returned samples. One (1) sample was not received for evaluation; therefore, a device analysis could not be completed on that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: on an unspecified date of (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) transfer sets had loose connection between the patient connector and the titanium adapter. It was further reported that the "screw thread was slip". This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.